Event description:
Additional information received reported that 2 days after the cardio version procedure, the patient felt stimulation jump up in intensity and she had to turn if off because it was too strong. The patient wanted the system evaluated. Impedance testing was performed and showed within normal limits today. All three programs obtained good coverage and it was verified that the patient was receiving effective therapy at that time. The patient denied another incidence of high intensity since the initial one. Software update was performed to the implantable neurostimulator (ins) while they interrogated it today. The patient received assistance from her doctor on (B)(6) 2015 and a manufacturing representative (rep) today, and her concerns were resolved.

Event description:
It was reported that there was a shocking or jolting sensation. The patient had a direct current cardioversion to put her heart back in rhythm on (B)(6) 2015. The patient had turned her implant off before the procedure and back on afterwards. Two days later, the ¿pulsing went berserk,¿ and she had to lower her settings. She felt like she was going to explode. It was sudden and it occurred in the morning. The patient also said that when she turned it on the next day after the cardioversion, ¿it went crazy.¿ it was clarified that it was too strong and there was overstimulation. It was also noted that she had been making it longer between charge sessions. She used to go 7 days between and now it was 2 weeks. The patient stated that ¿something still was not right.¿ there was also less than 50% therapy relief at the lead location. The patient confirmed stimulation was currently on and ok, but lower than what she had normally had it set. It was noted that the patient had not seen her doctor in a while and was going to try to follow up with him first. The patient had an appointment scheduled to see a manufacturing representative (rep) on (B)(6) to evaluate the system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).